Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl. The customer was treated with manual injection. Troubleshooting was done for high blood glucose and under delivery. Customer states that insulin pump had no delivery alarm and event was solved by changing complete set. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.